Event description:
The complainant stated when they engage the brake and steer pedal into the brake position, sometimes the casters do not hold as well as they believe they should. The head end casters seem to be worse than the foot end casters.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.